Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system shuts down on its own. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported that the system shut down on its own. A review of the service request (sr) indicates the customer cancelled the sr as they found the issue was a result of a power outlet at their facility. The system was manufactured on december 15, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming power outlet at the customer¿s facility. The manufacturer internal reference number is: (B)(4).